Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient's infusion cannula was bent and experienced high blood glucose level to 384 mg/dl and treated with correction bolus via pump.